Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/17/2016 with the following findings: evaluation revealed there was a scratched rear label. Cracks were found in battery compartment from threads to left of grip pad, and below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 11/17/2016.